Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, while the mesh was being fixed, the staple did not form properly. They opened another device to complete the case. There was no patient injury associated to this event.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one endo hernia instrument.  Visual inspection of the instrument noted the handle was partially retracted. The dlu was received preloaded. No damage was noted to the e piece. During firing, the tacks seated properly, but handle did not retract after firing. The leaf spring was loose on handle. The unit was disassembled and it was noted the leaf spring was detached and rolled.  A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture.  However, an assembly error was identified during product analysis.  The root cause of the reported condition is due to an excessive amount of adhesive being applied to the spring retainer during the assembly process.  A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.